Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a remote implantable pulse generator (ipg) programming, the right atrial (ra) lead exhibited far field r wave (ffrw) oversensing. The ra lead was reprogrammed which resolved the ffrw oversensing. No patient complications have been reported as a result of this event.